Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2015.device evaluation: the device has been returned and evaluated by product analysis on 04/02/2015 with the following findings: a battery cap was not returned with the pump for investigation. A test cap was used to complete investigation. On examination the pump was dry and intact. A leak test was performed without any resulting moisture leakage. The pump was opened for investigation and revealed moisture on the printed circuit board. Audible function was absent due to the moisture. Investigation confirmed the complaint.